Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. Additional information provided that no supplemental fixation was used with this implant. Colonial acdf spacers are intended to be used with supplemental fixation. The cause of the reported issue is user technique.

Event description:
It was reported by a representative from (B)(4) that a revision was done for a colonial acdf spacer which had backed out post-operatively.